Event description:
Continuous renal replacement therapy (crrt) filter clotted 13 hours after treatment was initiated. The filter should be able to run for 96 hours. Blood was able to be returned to patient. Filter was taken down and replaced without incident.